Event description:
The pt reportedly experienced facila nerve stimulation. The pt was seen at the center. Programming adjustments were made. It was recommended that the pt have a x-ray. The pt continued to be monitored by the center. A decision was made to explant the devifce surgery to explant the pt's c1, devices is to be scheduled.